Event description:
It was reported the user received a burn during normal use of the unit, although he seemed confused about proper use of this product. Visual examination and electrical testing of the unit revealed no defect or evidence of excessive levels of heat. The unit performed within expected tolerances. We were unable to detect any defect in the performance of the unit. We concluded that there was no defect in this unit, and that this report was attributable to the user's failure to read and follow instructions.